Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) exhibited high out of range shock impedance measurements, greater than 127 ohms in the right ventricular (rv) lead. Due to the gradually rising shock impedance measurements, this device was deactivated. No additional adverse patient effects were reported. This device remains in implanted.